Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported an unknown malfunction alarm occurred. Additionally, it was reported that the insulin gauge was inaccurate. Customer's blood glucose was 100-150 mg/dl. Customer reverted to manual injections for alternate insulin therapy.